Manufacturer narrative:
Literature citation: tagil et al. Correlation between range of motion and implant fracture: a 5 year follow-up of 72 joints in 18 patients in a randomized study comparing swanson and avanta/sutter mcp silicone prosthesis. The journal of hand surgery. 2009; 0: 1-5.

Event description:
In a 2009 literature article from tagil, et al. Titled, correlation between range of motion and implant fracture: a 5 year follow-up of 72 joints in 18 patients in a randomized study comparing swanson and avanta/sutter mcp silicone prosthesis, the authors discuss a postoperative wound infection in an mcp arthroplasty case with a swanson finger implant. The infection healed uneventfully after oral antibiotics.